Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
Initially, the customer reported that the insulin pump alarmed no delivery and he was not getting insulin. Troubleshooting was performed. The customer also stated that he did have a bent cannula. The customer called back to perform the high pressure test. The customer stated that he has been disconnected from the device for the past twenty four hours. The customer tried to prime and the infusion pump would not push insulin out. Attempted to perform a high pressure test again, but the device did not delivery the whole amount. No further info was provided.